Event description:
It was reported that the patient was monitored via merlin.net. Device transmissions indicated that the insertable cardiac monitor recorded a pause episode that was attributed to undersensing. Programming changes were made to address the issue. No adverse patient consequences were reported.